Manufacturer narrative:
Per case notes, user reported that the blood glucose (bg) was 57 mg/dl on (B)(6) 2021 at 12:29 pm. This value was confirmed in the data management system (dms). However, there was no sensor glucose (sg) value as user was not receiving glucose. As user was not receiving glucose data, no low glucose alert was asserted at the time of event. However, user received a low glucose alert at 12:18 pm (before the time of incident) and at 12:33 pm (after the time of incident). No further investigation was possible for this complaint. Complaint (B)(4) was opened to address the 'e3 - user cannot see current glucose' issue. A RMA was authorized to offer the user a transmitter replacement and to request the product for investigation. Please refer complaint (B)(4) for transmitter investigation.user had to take no actions because user had no symptoms of hypoglycemia. As part of resolution of complaint (B)(4), a RMA was authorized to offer the user, a transmitter replacement. No further resolution was necessary for this complaint.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 12th november 2021, senseonics was made aware of an adverse event where user experienced hypoglycemia due to inaccuracies in sensor readings.